Event description:
The customer reported that the ventilator alarmed due to a data acquisition pcba adc vent inop failure. A vent inop condition during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported there was no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support engineer (pse) for assistance. Pse advised the biomedical engineer to evaluate the data acquisition to motor controller cable and/or data acquisition pcb board to address the reported problem. The biomedical engineer reported the cable will be replaced for the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.